Event description:
A report was rec'd via FDA's medical products reporting program that a female pt experienced a deep, central corneal ulcer in the left eye while using renu multiplus multi-purpose solution and wearing optima fw contact lenses. The pt initially developed symptoms of severe pain redness, sensitivity to light and tearing. The pt could not remove the contact lens from the left eye due to the pain and tearing; therefore, she sought treatment from a dr. When the dr removed the lens from the eye, part of the cornea was removed with it. The pt subsequently developed a deep scar in the center of the cornea. As a result, the pt is not able to wear contact lenses, still has vision loss in the left eye, and requires a strong eyeglass prescription.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.